Manufacturer narrative:
Investigation: review of DHR revealed all required challenge samples, set-up, and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn was initiated but was later voided. Received one unused iag bc 22ga retracted unit and a package labels from catalog number: 381023, lot number: 8141915 and one from catalog number: 381023, lot number: 8127887. Four photos were submitted for review. Visual/microscopic evaluation: white particulate was present at the tip of the catheter tubing. The particulate was identified to be non-foreign (porous plug shavings); the porous plug shavings (non-foreign) exceeded 0.2 square millimeters measured per tappi dirt estimation chart. Photos: based on the evaluation of the submitted photos; two of the photos displayed white particulate on the catheter tubing. Which is the same finding as that of the evaluation of the returned unit. The white particulate was confirmed to be non-foreign (porous plug shavings) resulting from manufacturing process. The porous plugs shaving is from the misalignment of the vent plug station and some older probe design. Using compressed air blowing the plug shavings into the needle cover. The probes have been resigned and the used of compressed air is no longer used.

Event description:
It was reported that two 22g x 1.00in (0.9 x 25 mm) insyte autoguards bc experienced foreign matter contamination on catheter tips.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8141915. Medical device expiration date: 2021-04-30. Device manufacture date: 2018-05-21. Medical device lot #: 8127887. Medical device expiration date: 2021-04-30. Device manufacture date: 2018-05-07. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two 22g x 1.00in (0.9 x 25 mm) insyte autoguards bc experienced foreign matter contamination on catheter tips.